Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, on the visual inspection it was noted that faradrive sheath was returned with its dilator still inserted. Next, the leak testing was cancelled after a leak was observed from the hemostatic valve during preparation, rendering additional testing inconclusive. Finally, microscope inspection shows the internal valve torn, resulting in the reported complaint. The reported allegation was confirmed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse ablation procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath had poor air tightness (hemostatic valve) and air was seen in the flushing line the issue was resolved. The patient condition following procedure was stable. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse ablation procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath had poor air tightness (hemostatic valve) and air was seen in the flushing line the issue was resolved. The patient condition following procedure was stable. The device is expected to be returned for analysis.